Event description:
This spontaneous case was reported by a physician and describes the occurrence of pain ("aches") in a (B)(6)-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2011, the patient experienced pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), decreased appetite ("lack of appetite") and dysaesthesia ("dysesthesia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy was performed for removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pain, asthenia, decreased appetite and dysaesthesia was resolving. The reporter provided no causality assessment for asthenia, decreased appetite, dysaesthesia and pain with essure. The reporter commented: in (B)(6) 2017 at control visit, the patient was well and felt better. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.